Event description:
Data was provided for evaluation. A review of performance data shows that the patient's signal loss alert was disabled at the time of the incident. Data investigation found that the patient experienced periods of prolonged signal loss on the approximate date of incident, (B)(6) 2025, as well as the day prior and the day after. The signal loss observed on (B)(6) 2025 and (B)(6) 2025 aligned with the time of day in which the hyperglycemic event was alleged to have occurred, but the signal loss observed on (B)(6) 2025 did not. However, there were no backfilled estimated glucose values to confirm whether the patient's egvs read high during either of these periods on (B)(6) 2025 and (B)(6) 2025. Thus, although signal loss was confirmed to have occurred, without backfilled egvs and an exact date to investigate, the probable cause of the hyperglycemic event could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e014302 decreased level of consciousness

Event description:
It was reported that a signal loss occurred. On approximately (B)(6) 2025, the patient's parent's did not have any readings on the follow up during this time due to signal loss. The patient was asleep and when the parents tried to wake the patient up, they were unable to do this, and the patient was unable to move temporarily. It was confirmed that the patient did not lose consciousness, but the patient did experience decreased consciousness. No blood glucose readings were reported, but it was stated that the patient was treated with insulin by the parent. The patient recovered after treatment and no further treatment was reported to be needed. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.